Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: (B)(4). It was reported, that the patient presented with an infection. It was noted, that the right ventricular lead exhibited vegetation. There was no allegation from a healthcare professional, that the single chamber implantable cardioverter defibrillator (ICD) system caused or contributed to the infection. The ICD and right ventricular lead were explanted and replaced with a temporary pacing lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.